Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities were performed by baxter and the reported problem was resolved by replacing the audio station bed connector (asbc). In this event, the customer reported the bed exit alarms were not annunciating at the nurse¿s station and a patient fell; however, the patient was not injured. There was no report of medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur in this case. If a bed exit call not annunciating at the nurse¿s station (primary location) were to recur, it would be likely to cause or contribute to a death or serious injury.

Event description:
The customer reported the bed alarms were not routing to the nurse's station. A patient fall occurred but there was no injury to the patient. This report was filed in our complaint handling system as complaint # (B)(4).